Event description:
Customer received discrepant results for estradiol external proficiency samples. Initial result for first survey sample was 921 pg per ml. This survey sample was frozen and repeated (B)(6) 2009 giving 847.9 pg per ml (peer range 728-941). Initial result for second survey sample was 2295 pg per ml. This survey sample was frozen and repeated (B)(6) 2009 giving 1869 pg per ml (peer range 1638-2126). Customer states no erroneous patient results had been generated. She reviewed previous patient results and said the highest patient result was 487 pg per ml. Customer also runs patient controls samples which repeated ok. The field service representative did not find a cause, he verified instrument operation by performing am/tsh test and inspected all assemblies and fluidic paths with no errors.

Event description:
Customer rec'd discrepant results for estradiol external proficiency samples. Initial result for first survey sample was 921 pg per ml. This survey sample was frozen and repeated on (B) (6) 2009 giving 847.9 pg per ml (peer range 728-941). Initial result for second survey sample was 2295 pg per ml. This survey sample was frozen and repeated on (B) (6) 2009 giving 1869 pg per ml (peer range 1638-2126). Customer states no erroneous pt results had been generated. She reviewed previous pt results and said the highest pt result was 487 pg per ml. Customer also runs pt controls samples which repeated ok. The field service rep did not find a cause, he verified instrument operation by performing am/tsh test and inspected all assemblies and fluidic paths with no errors.

Manufacturer narrative:
Root cause for the issue could not be clarified since the event occurred several months ago and data required for investigation is not available. There was no patient involved in the case.